Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 175 mg/dl. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed and the touch screen issue was verified. Based on the analysis, the alleged malfunction issue could not be verified; however, a differed issue was found.